Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According the care report entitled "late wound healing problems after us of bioglue for apical hemostasis during trans-apical aortic valve implantation," three of the 36 patient that received bioglue in this procedure experienced late wound healing problems that required surgical intervention. The event was received as a result of a publication and the lots of bioglue used were not listed in the report. In addition, the dates the event occurred is not known and therefore shipping records cannot be reviewed to narrow down lot numbers. Therefore, a review of the device master record could not be performed. A medical review of the publication indicates that a prolonged inflammatory process was likely a contributing factor. However, with the available information no definitive conclusions can be made. Care should be taken to avoid excessive application of bioglue in order to minimize the risk of complications described in this report. The current bioglue instructions for use provides adequate precautions and instructions regarding such misuse. No further actions are warranted at this time.

Event description:
Received case report entitled "late wound healing problems after use of bioglue for apical hemostasis during trans-apical aortic valve implantation". According to the report, bioglue was used in 36 trans-apical aortic valve implantation (tavi) procedures. Three of the 36 patients experienced late would healing problems that required surgical intervention. Patient 3 received surgical revision on the 60th day. The patient developed localized swelling and fluctuation in the region of the wound. The patient did not have a fever and leukocytes and crp values were within normal ranges. Superficial wound cultures were positive for typical skin flora. The patient was re-operated on and the space between the apex of the heart and the fascio-muscular layer of the anterior thoracic was filled with purulent-like content and dark-colored particles of bioglue. All intraoperative cultures came back negative.